Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited video connector failure. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide corrections and information inadvertently left out of previous report. Updated fields: b5, e1, e2, e3, g2, g3, h6. The customer's allegation was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited endoscope communication error e238 due to the faulty video connector. The issue was found during installation. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the scope connection was not confirmed. However, a faulty video connector was found. The root cause of the reported event is unable to determined. Olympus will continue to monitor field performance for this device.